Event description:
It was reported to philips that the device does not approve the defibrillation test. The device was in use at the time of the event, however, there was reportedly no patient harm.

Event description:
It was reported that the device does not approve the defibrillation test. The device was in use at the time of the event, however, there was reportedly no patient harm. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.